Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient information was not provided.

Event description:
It was reported that secondary line continued to infuse mesna without switching over to primary. Htm found a defective "air in line" sensor on pump. Pump repaired. There was no patient harm. Per customer, no further information will be provided, including patient demographics and no products will be returned.